Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of ce infusor lv (large volume) had ¿spillage of drug¿ from an unspecified location. This was identified during an unspecified process step. Each device had been filled with holoxan and uromitexan to a total fill volume of 252ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6: h4: the device was manufactured from september 18, 2017 - september 19, 2017. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.